Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. After a pvc idvt case, a cardiac tamponade was discovered. There were no visible signs on the patient during the procedure and after the procedure, the patient started complaining that they were not feeling well while they were in holding. It was unknown how the pericardial effusion was confirmed. The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient status was unknown. The physician did not know what caused the cardiac tamponade. It was a slow leak, and the total ablation time was 3 min 41 seconds at 30 watts. The physician¿s opinion on the cause of this adverse event is unknown. The patient outcome of the adverse event is fully recovered (no residual effects). It is unknown if the patient required extended hospitalization because of the adverse event. The generator used in the case was a smartablate. A transseptal puncture was not performed. Ablation was performed prior to noting the cardiac tamponade. There was no evidence of a steam pop. The irrigated catheter flow setting was 2ml/min 8ml/min during rf. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were vector & visitag with the visitag module parameters for stability set at 1.5mm, 5 sec, surpoint, 3mm with fti and no additional filter used. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 3-jun-2022, the product investigation was completed. It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Device evaluation details: visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30759741l number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).